Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a left primary attune to treat pain secondary to osteoarthritis with mild flexion contracture and genu valgus deformity. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat pain, a complex wound, synovitis, joint contracture, and patellar maltracking secondary to aseptic loosening. Upon entering the joint, the surgeon excised scar tissue and synovitis. The femoral component and tibial tray were loose at an unknown interface and revised. A posterior capsular release was performed to correct extension tightness. The surgeon performed a lateral retinacular release to correct the patellar maltracking. The patella was well-fixed and retained. There was no reported product problem with the revised tibial insert. The manufacturer of the revision products is unknown. The procedure was completed without complications. Doi: (B)(6) 2018, dor: (B)(6) 2019, left knee.